Manufacturer narrative:
Additional information b5: medtronic received additional information that it is unknown whether the batteries had a defect or failed prematurely due to improperly charging. The batteries were installed on december 21 2021. The lot number of the batteries that were removed is 12918153. Device evaluation summary: the reported issue that the batteries were not working was verified during service. The issue was resolved by replacing the batteries. The service technician verified that the power supply output was 30.00vdc and all charge indicators were as expected. Preventative maintenance was performed per specifications. Correction g4.4 (PMA / 510(k) #): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 controller instrument, it was reported that the batteries were not working. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.